Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor was fractured. There was no harm or injury to patient. A delay of approximately 2 minutes was reported. A backup impactor was used to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated visual examination of the device returned shows signs of prior use. The strike plate has gouging as well as the handle of the device near the proximal end of the inserter. The threads of the inserter are also damaged. Both prongs of the inserter are scratched and gouged. The black poly inserter tip was not returned however there is some black poly residue left on the threads of the inserter tip. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed as the tip was not returned or pictures provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.